Event description:
It was reported that a non boston scientific field representative observed a battery depletion (bd) alert in latitude for an unknown subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) recommended the field representative contact the local boston scientific field representative. No additional information is available at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.